Event description:
Customer received a false positive result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use cartridge sn (B)(4), lot 21627l, reader sn (B)(4). Repeat cue covid-19 test performed on (B)(6) 2022 provided a negative result. The customer tested negative with two unspecified sars-cov-2 pcr tests and one unspecified antigen test; test dates and brands are unknown. The customer did not have symptoms and confirmed the cartridges were stored according to the instructions for use.

Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.